Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcified lesion with 90% stenosis). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcified lesion with 90% stenosis). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 3.50 x 18 mm drug-eluting stent. The device was inspected prior to use and no abnormalities were noted. The lesion in the lcx had 90% stenosis and was calcified. The stent could not be placed. It was reported that the stent was defective. The lesion was treated with a non-medtronic bare metal stent. There were no patient complications reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 10th distal stent segment was raised and deformed. Procedural image evaluation: the procedural images show a stenotic lesion in the lcx vessel. Calcification and tortuosity are also evident. The vessel is wired and a support wire is used. Pre-dilations are performed with moderate impact on the stenosis. Another support wire is used and a stent is positioned and deployed in the lesion. There does not appear to be any images of the failed stent deployment attempt.